Event description:
A 52 year old white g3p3 female status post augmentation on 09/18/74. 19 years following placement of bilateral 165 cc implants, rt rupture and lt bleed. 01/18/94, moderate cloudiness minimal yellowing and thin capsules. Infection class I. Pt has systemic problems including arthritis, fibromyalgia, chronic fatigue, night sweats, hot flashes, chills, chronic headaches, dizziness, memory loss, dry mucous membranes, hair loss, rashes, sensitive to light/cold, scleroderma, weight gain, etc.